Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap. Chole, the clips were not closing completely. The customer used another device to complete the case with no pt consequence.